Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) /2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement for calibration. Reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips. Labeling indicates: make sure transmitter is snapped into sensor pod.